Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunction was identified during the device evaluation: e315 error. Based on the results of the investigation, a root cause could not be determined for the reported e216 error as the issue was not reproduced. In regards to the discovered e315 error, it is likely the issue occurred due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device displayed an e216 communication error during reprocessing. There were no reports of patient involvement.